Manufacturer narrative:
Rapid port ez strain relief. (B)(4). Visual exam of the returned device determined the access port tubing connector to be a rapidport ez strain relief. Analysis noted the access port had non-penetrating nicks with striations described as surgical tool scratch-like. The band tubing was broken with striations consistent with a surgical end cut to remove the device. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period of yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Health professional reported a lap-band that was removed because pt was "septic due to an infection." The device was removed and not replaced. The health professional is unsure if the infection is device related. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.